Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the xenon light source exhibited the scope detection function did not work, due to a gap between output socket. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event occurred due to poor contact caused by the gap between the output socket and the scope. Olympus will continue to monitor field performance for this device.